Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did not go to the hospital for re-examination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2019, the patient was implanted with an adjustable pressure shunt. On (B)(6) 2019, the patient had symptoms of vomiting and headache at home. The patient was currently at home with headaches.